Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported the patient let the implanted neurostimulator battery depleted and tried charging on (B)(6) with no success. Patient stated the implantable neurostimulator (ins) had been dead for 4 days at that point. Caller has been trying to charge the implant in passive recharge mode for over 1 hour but it is still not charging normally. Caller mentioned usually when they have to do this, they are able to get normal charging and 30% charge in 20-30 minutes. While in passive recharge mode, antenna locate numbers were in the high 90s and seeing "unable to recharge" when recharger was moved away from stimulator. Agent walked caller went through disable device function twice and received "no device found" both times. Agent had caller initiate another passive recharge session with antenna locate numbers in the high 90s and numbers decreased to low 70s when away from the stimulator. Caller stopped recharging process and attempted to connect with the tablet but received "no device found". The issue was not resolved through troubleshooting. Agent requested recharger from the repair department to replace rule out recharger as the issue and directed caller to provide log files for further review. On (B)(6) 2026 logs were received over related to this case. On (B)(6) 2026 agent spoke with caller about past history and current status. Caller asked patient about falls, accidents, procedures, etc., but patient (pt) has not had any of these recently. Level of intensities that pt uses was unknown. Controller doesn't work at all when they tried to use alone to connect to implantable neurostimulator (ins) after prolonged attempts at passive charging, nor did the tablet (device not found). Overall, caller says they spent about 1h 15min in passive charging during (B)(6) appt. They did try a spare recharger telemetry module (rtm) that caller had but this didn't resolve the issue, nor did the replacement rtm resolve issue that was sent to pt late last week. Technical services (tss) reviewed replacing controller and battery pack (bp) to ensure we've explored the options. If these do not resolve the communication issues, then they will need to consider ins replacement. A replacement controller and battery pack (bp) was sent out and agent sent email to rep about them letting tss know if replacement components help or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) saying cause of the issue is unknown and the issue is not resolved. Rep also mentioned that patient received a new controller and battery pack, but this did not resolve the issue. This was confirmed by patient on may 29th. Rep mentioned patient is in the process of reaching out to doctor, to get the battery replaced.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.